Event description:
It was reported that during a pancreas procedure, the white part of the non-active jaw was loosening. It was not reported how the procedure was completed. There were not adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.